Event description:
This is the fourth of 5 dialyzer reaction events reported simultaneously by the treatment center. During treatment with a preprocessed dialyzer, the pt complained of lower back pain & spasms when the blood flow rate was increased to 200 ml/minute. The blood flow rate was lowered to 100 ml/minute with some relief. While attempting to increase the blood flow rate again, the pt's symptoms recurred. Treatment was interrupted, the dialyzer changed-out, & then, continued with a different type dialyzer without further incident. The other 4 events are reported in medwatch numbers 9681834-1998-00051, 00052, 00056, 00058.